Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with three infusions set cannulas were bent. The issues were occurred on (B)(6) 2024. The patient also experienced high blood glucose level of 380 mg/dl. The insertion site was abdomen and used less than a day. The issue was occurred within 3 or more hours after insertion. The patient replaced infusion set and resume insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03822 - device 1 of 3.